Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -13.00 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting and elevated intraocular pressure. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Conclusion: off-label use: patient acd below 3.0 mm and had a pre-existing condition (previous corneal or refractive surgery). (B)(4).